Manufacturer narrative:
The device history record (DHR) for lot 4341c21qx was reviewed and no anomalies related to the reported issue were observed. Pictures of the product packaging were provided. The physical device was not returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that in an operating room procedure, the doctor had placed a 14 fr foley catheter and only 8cc were filled, at the end of the surgery it was observed that the catheter was coming out of the cavity. When the balloon was checked, a leak was observed. As a result, another device was requested from the hospital pharmacy and was replaced at the same time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.